Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins wa s replaced yesterday. Caller found a non-operative note from yesterday that said patient complained of "refractory oab." Caller went on to read in that noted that patient had a "dual lead snm in 2010," "revised in 2019," and "stopped working in 2024." Caller found a note from 2024 where patient spoke with healthcare provider (hcp) about possibility of implant revision/replacement at some point and voiced interest in a pelvic health stimulator. Caller finally found an operative note from yesterday that said "removal of old dual lead snm generator," that was "completely intact with no fragmentation."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.